Event description:
Breakage of the threading of the connection screw with the nailing hoop stuck in the thread of the nail in place. It is impossible to remove this piece, which obstructs the conduit and prevents the nail from being extracted. After numerous attempts with a broken screwdriver, the nail cannot be removed except by aggressively releasing the first centimetre, with an unfavourable risk/benefit ratio.the proximal screws were left in place to prevent the nail from migrating intramedullary removal of the distal screws and closure. The nail could not be removed.

Event description:
Breakage of the threading of the connection screw with the nailing hoop stuck in the thread of the nail in place. It is impossible to remove this piece, which obstructs the conduit and prevents the nail from being extracted. After numerous attempts with a broken screw driver, the nail cannot be removed except by aggressively releasing the first centimetre, with an unfavourable risk/benefit ratio.the proximal screws were left in place to prevent the nail from migrating intramedullary.removal of the distal screws and closure. The nail could not be removed.